Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frequent no or intermittent response when the customer pressed the down arrow button. The buttons were unresponsive. The customer also received a power loss alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected power loss alarms noted during testing. The insulin pump passed leak test. The insulin pump was received with intermittent buttons. The problem isolated to keypad assembly. The insulin pump was received with connector properly connected. No damage or moisture damage on keypad assembly noted. No stuck button alarms were noted. The insulin pump was received with minor scratched lcd window and case.